Manufacturer narrative:
(B)(4).

Event description:
The patient was revised to address pain and loosening of the femur and tibial tray, causing wear to the poly. Loosening occurred from cement to implant interface. Doi: unknown; dor: (B)(6) 2017 ; affected side: unknown.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.